Event description:
Literature report received via abbott internationall affiliate that describes a pt death resulting from an operator error in programming. The event was brought to the author's attention by lay press. Literature data: during labor (date unspecified), the pt received lidocaine 2% with epinephrine 1:200,000u (total volume 29ml) & fentanyl 100mcg epidurally for surgical anesthesia. Two hours later, the epidural catheter was removed. Morphine pca was started. Ordered settings: 2mg pca dose, 6 min pt lockout, & 30mg 4-hr limit. A 1mg/ml vial was not available so a 5mg/ml vial was used. Three hours after delivery, upon arrival to the ward, a rn checked the pump settings, but did not check the drug concentration. Four hours after delivery pt breast fed but complained of itching. They received two doses of benadryl 25mg IV. Six hours post delivery, they were noted to be awake, alert, & oriented. Later that evening, they were found asleep & snoring loudly. The pump displayed 20mg of morphine infused. The rn shook the pt but was unable to arouse pt. Because the rn considered the vital signs to be normal, no further action was taken. Thirty minutes later, the pt had no detectable pulse or respirations. Despite resuscitation efforts, they expired 9.5 hours post delivery. The amount of drug infused indicates a concentration programming error. The pt likely received 100mg to 115mg of morphine over a 7 hour period.